Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received an unexpected restart alarm and failed battery test alarm. The customer's spouse reported that the insulin pump was not recognizing the reservoir. The customer's blood glucose was 539 mg/dl at the time of incident. The customer's blood glucose was 539 mg/dl at the time of call. The customer's spouse stated that the failed battery test alarm did not occur after inserting a new battery. The customer's spouse stated that a temporary basal was not programmed before the unexpected restart alarm. The customer's spouse stated that the insulin pump was not stored and was not in use for an extended period of time. The customer's spouse stated that the alarm occurred after inserting a new battery. The insulin pump will not be returned for analysis.